Event description:
It was reported that the patient presented for a device change-out. After the new device was implanted and dft testing was performed, oversensing noise was observed. The physician elected to cap and replace the lead. The patient was doing well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.